Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026 and infusion set are falling out after the shower. No further information available.